Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated noise. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  dvea3e4 ev-ICD implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had received an inappropriate shock after exercising with weights in supine position. The patient was seen in clinic and it was found that there was oversensing and noise on the extravascular (ev) lead, including p-wave, but mostly myopotential during patient movement. Stored episodes showed ventricular oversensing noise and non-sustained ventricular tachycardia episodes. Additionally, the patient was tested for r-wave differences in various body positions along with noise provoking maneuvers during exercise, as it was noted that there had been low r-wave sensing since the implant which was resolved earlier by reprogramming. From testing it was found the supine position showed to be the most prone to the oversensing. The ev-lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had come in for a system check and complained about anxiety and nonspecific tingling sensations in the right upper extremity vs psychosomatic. Anxiety medication started which significantly improved the patient¿s subjective status. At the next patient follow-up visit a month later patient feeling well, no anxiety, tingling sensations almost disappeared, all device parameters normal except low r sensing. Then approximately 7 weeks later the patient went to the clinic due to receiving another inappropriate shock during physical activity. Patient requested deactivation of the device and signed a consent for deactivation on their own risk/waiver and the device detection was turned off.